Event description:
Packaging of the bone cement powder had a slight breach in the seal and powder was coming out of the packaging. Scrub tech noticed it prior to using and another was opened. No adverse effect.